Event description:
It was reported that during the initial implant, the right ventricle (rv) leadless pacemaker (lp) was released from the delivery catheter following a tug/deflection test which was completed at fixation and minimal movement of the rv lp was observed. Following release, the rvlp was dislodged into the pulmonary artery. The rv lp was successfully retrieved, however, the helix became stretched during retrieval. The rv lp was explanted and replaced to resolve the event. The patient was in stable condition.